Event description:
A customer observed black grease on the probe of the ortho provue analyzer. A dirty probe could lead to erroneous test results. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event by the field engineer confirmed that the probe had grease, which was coming from the lead screw. The probe and screw simply required cleaning. There was no device malfunction.